Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 120.4540. Account name: (B)(6). Account #: (B)(4). Asset name: 8015 pcu b/g v9.12.40. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed need assistance on 8015 sn (B)(4) having an error 120.4540. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed need assistance on 8015 sn (B)(4) having an error 120.4540, I told biomed that it has something to do on using non-alaris battery that will cause this error. I recommended to replaced with alaris battery but all battery in their stock are non alaris. Biomed tried putting another non alaris battery and that corrected the error. Issue was resolved according to biomed. (B)(4).